Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Regulatory agency reported right side "pathology-confirmed anaplastic large cell lymphoma (alcl)". While pathology has been reported, it has not yet been received and the markers confirming alcl (cd30 positive, alk negative) have not yet been reported or confirmed. The device has been explanted.